Event description:
Complainant alleged that medics were treating a 66 yr old male pt who was in a code situation. They were unable to obtain an ECG trace using either the paddles or the multi-function electrodes. They indicated that the three lead cable functioned properly. The unit's monitor screen displayed an "ECG leads off" message. The pt was defibrillated once at 200j, once at 300j and nine times at 360j. The staff indicated a doubt as to the effectiveness of the defibrillation attempts because they were unable to obtain an ECG using either the paddles or the multi-function electrodes. They were able to obtain an ECG trace using the three lead cable. The pt did not survive the code.